Manufacturer narrative:
Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported that the coil prematurely detached in the microcatheter. All devices were removed; there was no clinical consequence to the patient as a result of this event.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device found that the main coil was kinked and stretched, likely due to procedural factors, and the delivery wire was kinked due to handling. Functional testing could not be performed as the coil was detached from the delivery wire; the reported event was confirmed. Based on the information provided and the damages noted to the device during analysis, it is likely that when the physician attempted to retract the coil, the damage to the coil inhibited the retraction and the coil was stretched, resulting in the detachment. Therefore, an assignable cause of operational context was assigned to this event.

Event description:
It was reported that the coil prematurely detached in the microcatheter. All devices were removed; there was no clinical consequence to the patient as a result of this event.